Manufacturer narrative:
Confirmed complaint. Found cable pulled out of over mold due to customer abuse.

Event description:
On (B)(6) 2022 it was reported by a facility representative via sems that an ar-6482 remote wires are exposed. This was discovered during a procedure with no patient harm.